Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Device emits odor - the unit was giving a hot electrical smell. The previous repair report for intellicart unit, serial (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial (B)(4), the device was noted to have been previously repaired 1 time, the previous repair being for a defective vacuum pump on 29 aug 2017. The defective vacuum pump was not associated with the current repair which was for an overheating IV pole. Thus, the previous repair was a non-related issue to the current repair. The complaint history review was not required since the repair technician could not reproduce the reported event or find any other issues with the device. On 01 sep 2017, it was reported from (B)(6) hospital that a cart was giving off a hot electrical smell. On 01 sep 2017, replite was contacted about the unit and dispatched a service technician to be at the site. The technician arrived at the site on 05 sep 2017 and was not able to duplicate the issue. The device was then verified to be functioning as intended and was returned to service without further incident. The device was tested, inspected, and repaired as per cl ¿ repair cart and evac rev. 0. Service work order (B)(4) on 01 sep 2017. The repair technician could not reproduce the reported event or find any other issues with the device therefore a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit was giving off an hot electrical smell. The event occurred during cleaning. No adverse events were reported as a result of this malfunction.